Manufacturer narrative:
Additional information was received from the customer. The blade was being used in reverse mode at 5000 rpm to remove soft tissue tumor(s). The additional information was received on february 22, 2016.

Event description:
Additional information was received from the customer. The blade was being used in reverse mode at 5000 rpm to remove soft tissue tumor(s).

Manufacturer narrative:
(B)(4)

Event description:
The available information indicates the tip of the blade broke off during a sinus surgery. A replacement blade was used to complete the surgery and a CT scan was performed to confirm that no device fragments remained in the patient. There was no injury reported as a result of this event.